Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced an event of low blood glucose level on (B)(6) 2024. Patient took carbs intake for the treatment. Patient first went to emergency room and later was hospitalized. The duration of hospitalization was for few hours. No further information was available.